Manufacturer narrative:
(B)(4)

Event description:
During follow-up, the device was found in vvi back up mode. Merlin was unable to communicate with the device. The device was explanted and replaced. The patient is well.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory and was due to a transient nmi. This transient drop of battery voltage (nmi) was suspected to have resulted from exposure to electrocautery during the surgical procedure. The reported interrogation anomaly with merlin programmer was not confirmed. Analysis found that the device¿s telemetry was functioning normally throughout the testing and the battery voltage was above eri level.